Event description:
Same case as 6000093-2007-02393 and 6000089-2007-02392. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2006 due to a non-st segment elevation myocardial infarction (mi). The distal cx marginal artery was pre-dilated using a quantum maverick 2.5x15mm balloon. A taxus express2 2.75x16mm drug eluting stent was then placed at the ostium of the cx marginal artery. The stent was deployed at 12 and 14 atms. Repeat angiography revealed that the plaque was shifting into the cx at the bifurcation. The physician was unable to pass the delivery balloon into the cx. A non bsc balloon was then used to advance across bifurcation and into the distal cx. Inflations were then performed at the bifurcation site. A taxus express2 3.0x20mm drug eluting stent was then deployed across the bifurcation. This jailed the cx marginal. The non bsc balloon was placed across the marginal branch and expanded to high pressure. This was followed by inflating the 2.75mm delivery balloon with good angiographic results. The physician then placed a taxus express2 2.5x24mm drug eluting stent to the mid right coronary artery (rca) and expanded it to 14 and 16 atms with good angiographic results. The patient was stable post procedure. Lovenox and integrilin were used during this procedure. The patient was discharged on aspirin and plavix. Per the physician, the patient's compliance was unlikely. In october 2007 the patient presented to the ER with acute chest pain and ventricular fibrillation. He was quickly resuscitated. Angiography revealed a thrombotic occlusion of the cx marginal and a subtotal thrombotic occlusion within the proximal segment of the previously placed stent in the cx. The rca also had a long thrombus which was sub-totally occlusive. A 2.75x15mm quantum maverick was used to perform serial inflations at nominal pressures within the stented segment. Timi iii flow was achieved and the stent was widely patent. The cx was then dilated at nominal pressures with the same balloon with excellent angiographic results. Serial inflations were then performed in the rca with the 2.75 balloon and timi iii flow was achieved. The patient was transferred to the ccu in guarded condition. Reopro was used during this procedure.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. A review of the manufacturing record shows that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause of the complaint incident could not be determined. A CAPA has been initiated to address this issue.